Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that proximal stent rows 1-2 were damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the 90% stenosed and mildly calcified distal left main (lm) artery to the proximal left anterior descending (lad) artery, and 80% stenosed proximal to mid left circumflex (lcx) artery. After a non-bsc guide wire was crossed the distal lm to proximal lad lesion, pre-dilatation was performed with a 2.0x12mm non-bsc balloon catheter. A 2.50x32mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion. The physician attempted to cross the lesion again; however, it was noticed that the distal shaft of the device was kinked and the proximal portion of the stent was damaged. Subsequently, a 2.5x32mm non-bsc stent was deployed at 11 atmospheres followed by post-dilatation using a 2.5x12mm non-bsc balloon catheter. Timi 3 flow was established and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the 90% stenosed and mildly calcified distal left main (lm) artery to the proximal left anterior descending (lad) artery, and 80% stenosed proximal to mid left circumflex (lcx) artery. After a non-bsc guide wire was crossed the distal lm to proximal lad lesion, pre-dilatation was performed with a 2.0x12mm non-bsc balloon catheter. A 2.50x32mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion. The physician attempted to cross the lesion again; however, it was noticed that the distal shaft of the device was kinked and the proximal portion of the stent was damaged. Subsequently, a 2.5x32mm non-bsc stent was deployed at 11 atmospheres followed by post-dilatation using a 2.5x12mm non-bsc balloon catheter. Timi 3 flow was established and the procedure was completed. No patient complications were reported and the patient's status was stable.